Event description:
It was reported that the customer experienced vomiting as a hyperglycemia symptom on (B)(6) 2022 at 3:10am. At that time, the reading on his meter was in the 150s mg/dl. The customer removed his insulin pump due to the vomiting. Vomiting continued until 12:00pm on (B)(6) 2022. He took a ketone test which detected ketones and the customer called emt. Emt meter reading was 500 mg/dl at around 12:00 pm on (B)(6) 2022 and the customer was given a IV bag (unknown medication, no insulin). The customer was admitted to hospital where he received insulin. The hospital meter reading is unknown. The customer was released from the hospital on (B)(6) 2022.